Event description:
Pt admitted on 9/28/94 for a right breast mass and ruptured right breast implant. The pt was taken to the or and a right segmental mastectomy and right axillary node dissection was performed for ca of the right breast. The ruptured right bilumen implant was removed at the time of surgery. The implant was placed in 1982 at another facility by a physician not on staff. No other info regarding make, model number, or serial number of the breast implant is available.